Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display and no delivery alarm on the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer reports the no delivery alarm was resolved by a complete set change. The customer was advised to call back if any other issues the customer reports that he had a blank display on the insulin pump. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer states the display returned. The customer was advised to monitor the insulin pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.